Event description:
According to the report, in 2004, the patient was no longer able to hear. All the external equipment was exchanged but without success. Testing confirmed that the device had malfunctioned.

Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.